Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 motor stall events on the ilet, noted a wet cartridge and leaking in the pump chamber, and had insulin delivery stopped; the user was using a steel cannula infusion set and performed a dry run and full supply change with successful priming and resumed delivery without further alerts. Symptoms included thirst and increased urination with a high blood glucose reading. Outcomes included use of subcutaneous insulin via backup pen and self-management at home without hospitalization. Investigation included agent-led troubleshooting and education, a dry run, inspection of supplies and connections, and a full supply change. Investigation of this case revealed evidence of fluid in the pump chamber and a wet cartridge consistent with an insulin leak contributing to consecutive motor stall alerts; after supply replacement and proper setup, the system delivered insulin past 120 units without recurrence. It was concluded, based on established findings in similar reports, that the event was due to an insulin leak and resultant motor stall resolved through supply change and correct setup.